Event description:
(B)(4). I've had excessive weight gain over 30 lbs in one year, hair loss, hashimoto disease, joint pain in knees, pain in hips and pelvis, joint pain in feet, joint pain in elbows, swollen stomach and face, swollen feet, water retention, migraines, brain fog, loss of libido.

Event description:
(B)(4). I also had migraine headaches everyday and put on medication for that. Diagnosed with high blood pressure, anxiety, and vitamin d deficiency. Device perforated my uterus and was removed by bilateral salpingectomy and partial uterus removal.

Event description:
(B)(4). Also had extreme fatigue, bloating, and over 30 lbs weight gain in less than 3 months. Developed vertigo, extreme dizziness, and was put on medication for that as well. Also had extreme mood swings and acne, which was medicated with birth control. I was on over 8 medication and daily due to issues created by essure, and since removal less than a week ago, I am down to only needing three.